Event description:
It was reported that during routine daily check, the cardiosave intra-aortic balloon pump (iabp) had a power-up test failure code 6. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the issue. The fse found the touchscreen was out of calibration. After recalibration, the touchscreen powered on successfully. The iabp worked within specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine daily check, the cardiosave intra-aortic balloon pump (iabp) had a power-up test failure code 6. There was no patient involvement, and no adverse event reported.